Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba installed in known good unit. Powered on service mode and exported event error log. Notice multiple transducer fault events recorded, perform transducer calibration on pt802 failed. Powered on in ventilating mode and reported problem was duplicated unit has transducer fault on top banner alarm. Findings/root-cause: reported problem was duplicated and isolated to bad transducer pt802. This issue is being addressed by internal corrective action.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely caused by a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of 08/06/2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports the following: "xdcr fault" "turb diff: 794 pass exhl diff: 4075 failed circ press: 1491 pass"........" Monitored vte was 9066 while the set value of vt was 500 (flow was set to 15 and rate was set to 40." This event occurred while the unit was on a patient, however there was no patient harm. The patient was removed and placed on another ventilator.